Event description:
Implant needed removal because it was worn and the knee felt unstable to pt. There was concern that the spacer had completely worn through. Pt had a right total knee revision 4/1/1999.